Event description:
It was reported that pump malfunction occurred when pump screen went dark and would not turn on, and caller later observed malfunction code 16 after screen was restored. There was no adverse impact to the customer's blood glucose level. Customer was instructed to plug pump into working power source, confirmed pump display turned back on, and planned to continue using current pump with alternate insulin method if needed until replacement arrived, while tandem technical support arranged replacement pump with updated software, confirmed shipping details, completed field correction form on customer¿s behalf, and instructed customer to put malfunctioning pump into storage mode and return it within 10 days and then program pump settings and reconnect cgm on replacement pump.